Event description:
The lay user/patient contacted lifescan in late 2008 and alleged that she had a meter casing issue with her one touch ultramini meter. The alleged issue first occurred the same day at 3:00 am. The patient stepped on the meter with her walker and broke the casing. The patient also reported feeling sweaty after the product issue began. She treated with food/drink at 9:00 am. She was also tested on another meter with a result of 47 mg/dl. At the time of troubleshooting, it was verified that this was not a new product. Based on the information provided, there was misuse of the product. This complaint is being reported because the patient claimed to have experienced a symptom suggestive of hypoglycemia after the product issue began. Based on the information provided, the meter had broken after being stepped on (alleged misuse). Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.